Event description:
A tandem mobi cartridge alarm was reported, which resulted in the customer's blood glucose level exceeding the safe threshold, but the specific value was displayed as "high" without further details. The customer took corrective measures by administering a correction bolus via the pump and a correction injection via mdi to address the high blood glucose level. There was no assistance required from a third party. Technical support confirmed the cartridge alarm and decided to replace the pump, which was under warranty. They instructed the customer on returning the problematic pump and provided a replacement pump, also advising the customer on necessary steps to set up the new device.